Event description:
It was reported that the device was explanted due to suture looping a stent post during implantation because he did not deploy the tricentric holder. The date of event is unknown. Information learned from the sales representative.

Manufacturer narrative:
Evaluation: "although all of the sutures have been removed from the sewing ring, characteristic markings remained that indicated a suture was looped around the cusp 1 and 3 commissures. Permanent indentations were present on the free margin and cusp of leaflets one and three at cusp 1 commisure, and leaflets two and three at cusp 3 commisure. These indentations were most likely left by a suture that was tied tightly down and against the post at the cusp 1 and 3 commissures. No visible inconsistencies were noted in the x-ray."

Manufacturer narrative:
Suture looping. Device not returned.